Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2002. It is further alleged that the patient's right hip had to be revised on march 21, 2012 due to "excessive levels of chromium and cobalt" revealed in blood work.